Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Injuring gums [gingival injury]; one of the heads fell off the brush head during normal brushing [device breakage]; one of the oral-b brush heads fell off during normal brushing, ended up injuring gums [injury associated with device]. Case description: a female consumer of unspecified age reported via e-mail on 24-oct-2016 that the head of an oral-b brushhead, version unknown fell off during normal brushing with an oral-b rechargeable toothbrush, version unknown. She stated that she ended up injuring her gums. She stated that she had used oral-b toothbrushes for years, all the different models of electrical ones. She had discontinued use of the brush heads. The case outcome was unknown. No further information was provided.